Event description:
The facility stated that the surgeon attempted to implant a aa4203tl toric silicone lens. The lens would not advance in the cartridge. No patient contact or injury. The facility claims that the cartridge was faulty. The injector model and lot number was not specified by the facility.